Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose level was 529 mg/dl. The mother stated that her son has been receiving no delivery alarms twice a week for over a month. The mother stated that they have tried different infusion set batches and still received high blood glucose. The customer declined to troubleshoot. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.